Event description:
It was reported that the 9800 system had a ma sensor error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer reseated the high voltage cable during the service call. The system was found to be working and put back into service.